Event description:
It was reported that a sfc-25 fp cartridge tore during surgery. Additional info has been requested from the facility, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the wall of the cartridge barrel torn and split open. There was evidence of clear surgical residue. A cartridge lot number search was performed and one similar complaint was found. Conclusions: based on the complaint history, the lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.